Manufacturer narrative:
(B)(4). Additional information: the returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was successfully performed. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was due to another indication, cardiac arrest and cardiac failure. Nine days prior to death, the patient went to the hospital emergency room due to experiencing ¿breathing issues¿. While in the emergency room the patient experienced a cardiac arrest. On the same day, the patient was hospitalized for the event of cardiac arrest and subsequently died. Dianeal therapy was ongoing until the time of death. It was reported that the patient was using the homechoice device while in the hospital but it is unknown if the patient was connected to the device at the time of death. It was unknown if an autopsy was performed or if a death certificate was available. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.